Event description:
A miniarc sling was implanted to treat stress urinary incontinence. It was reported that, as a result of having the device implanted, she experienced, among other things, "significant mental and physical pain and suffering, has sustained permanent injury, including but not limited to, chronic infection, recurred incontinence and severe abdominal and vaginal pain," and has endured impaired physical relations with her husband.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.